Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred and "all insulin deliveries were stopped." The customer's blood glucose level was 300 mg/dl. Customer reverted to an alternate pump for insulin therapy and declined to further troubleshoot with tandem technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.